Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: no root cause can be determined as no samples were received.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced leakage at the connection site during use. The following information was provided by the initial reporter: complaint 2 of 2. Caller reported [a few times since (B)(6) 2018 the insulin has leaked out of the syringe where the needle gets screwed on. Number of occurrences: [customer declined to provide specific number of occurrences, she said it's happened "a few times"]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product lot #: unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge.